Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that data logs were returned and many spikes in the placement signal to 3000 can be seen on the first day. No spikes were seen on the second day of support. These spikes triggered placement signal unreliable alarms. The product was returned and the placement signal functioned as expected. The placement signal spikes to 3000 when the patient cable is not fully connected to the console. The root cause of the placement signal issue was unable to be determined as the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp smart assist support for hemodynamic support. While on support, the smart assist indicated there was no adequate placement signals and measurement. Additional information provided that the patient expired due to maligned therapy resistant ventricular tachycardia (vt). Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).